Event description:
It was reported that the procedure was to treat a stenosed de novo proximal left anterior descending artery. Pre-dilatation was performed with a 3.5 x 15 mm non-abbott balloon catheter and a 3.5 x 18 mm device was implanted. When the 3.75 x 15 mm nc trek balloon catheter was removed from the packaging to perform post-dilatation, the shaft was wavy so the catheter was not used. A 3.75 x 12 mm non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the inner member was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported irregular appearance was confirmed. Additionally, the inner member was separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for irregular appearance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.